Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer care specialist reviewed the data provided. Siemens found that the o-rings were missing from the q-gard filter. During the water purification module (wpm) maintenance, o-rings were lost by the operator during routine filter replacement. This results in poor water quality causing imprecision. The customer worked with service and replaced the filter again ensuring proper o-ring placement. The method was then recalibrated, and quality controls and patient results returned to expected. The issue was resolved with installation of the q-gard filter and o-ring properly, including a wpm tank flush. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). For one sample, the same sample was repeated on an alternate dimension vista 500 instrument. For the other sample, a new sample was redrawn and repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient results.